Event description:
It was reported that during implant and in subsequent follow-ups, intermittent sensing of the far-p signals after a paced events was observed. The device was reprogrammed successfully and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.